Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected fasting blood glucose test result range is 112 to 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strips are stored loosely inside the meter pouch; outside of the original vial. Therefore, the test strip lot # is not able to be verified. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.